Event description:
The pt's aortic anatomy was characterized by a seventy degree angle in the aortic neck as well as having a conical hour-glass shape. Due to the shape of the morphology in the aorta, the physician predicted that placement of the graft might be difficult. Post angiogram noted that the left renal orifice was partially occluded by the most proximal segment of the graft material. Another manufacturer's stent was placed inside the renal artery in order to ensure the patency of the vessel at the site of the impingement. Final angiogram noted right and left patent renal arteries as well as patency of both internal iliac arteries. A type ii endoleak was noted originating from the inferior mesenteric arteries but was believed would spontaneously thrombose in time. No further intervention was deemed necessary and procedure was concluded.